Event description:
The provider states the screw for the hardware on the one point arm keeps breaking. He states the end user has a lot of tone and the screw keeps breaking on both the left and right side. The provider also states the stroller handle gear, where the gear goes into the back cane is cracked and broken.